Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 1.5, lab: 4.2. Time between testing: within a half hour. Customer declined exchanging their inratio meter. Customer feels that this is likely a patient issue, possibly having to do with his increase in (B)(6) lately.